Event description:
It was reported that left ventricular exhibited loss of capture. A chest x-ray comfirmed the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.